Event description:
(B)(4). Event occurred in (B)(6). The patient reported tubing got detached at the quick release after change of the set. The patient had this issue with three sets. No further information available.